Event description:
It was reported that the housing was damaged with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Unit replaced.